Manufacturer narrative:
(B)(4). A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited persistent noise, impedance issues, oversensing, and testing confirmed the lead was fractured. The patient's implantable cardiac defibrillator (ICD) system was inactivated and the patient was given a lifevest personal defibrillator. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.